Event description:
It was reported that after a da vinci-assisted hysterectomy procedure, the patient experienced postoperative bleeding requiring a subsequent procedure. Approximately three weeks postoperatively, the patient presented to the hospital and a bleed was identified. A laparoscopic procedure was performed to successfully address the bleed. The surgeon suspected that the post-operative bleed was related to the use of the vessel sealer extend (vse) instrument. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the advanced log review type for the vessel sealer extend instrument associated with this event has been performed. Errors were noted and could be related to user-related errors.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of the adverse event. Based on the investigation, there is no indication that the device directly caused bleeding. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. A review of the instrument log for the vessel sealer extend (vse) instrument (480422-03/l82240808-0205) associated with this event has been performed by an intuitive quality engineer. Per logs, the vse was last used on (B)(6)2024 on arm 3 system sk0277. No backup vse was used during the procedure. A review of the system logs found no instances of drift errors or unexpected motion of the vse instrument. A review of the advanced log review type for the vessel sealer extend instrument associated with this event has been performed by an intuitive surgical, inc. (Isi) pmi. The following additional information was provided: no digital signal processor (dsp) logs were seen for this vse instrument. E100 logs show qty 30 seal events with qty 1 ¿blank¿ error. The cause of that error is unknown. Master supervisory controller (msc) logs show the following 3 errors that could be related to the complaint: 1. E-100 recoverable error: instrument high initial starting impedance (p1: (B)(4)) 2. E-100 recoverable error: sys estop seal (p1: (B)(4)) 3. E-100 non-recoverable error ¿ power cycle e-100 generator ¿ error: pol 48v check failure (p1: (B)(4)) the high initial starting impedance error wasn¿t seen in e100 logs. The ¿blank¿ error seen in e100 logs has the same time stamp as that of the sys estop seal error seen in msc logs, indicating that they might be related. While a definitive root cause cannot be established based on the existing information, the errors identified during advanced log review can be attributed to non-device factors such as attempts to seal tissue bundles that may be too large. A review of site's procedure history indicates no subsequent allegations of insufficient sealing with the e100 generator in use with a vse instrument. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is obtained, the record will be re-opened for further evaluation.